Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The lv lead was found curled up in pocket. The lv lead was explanted. No additional adverse patient effects were reported.